Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after a full supply change with a 23 in, 6 mm infusion set and again after a subsequent supply change, despite confirming correct procedure and observing nothing abnormal with the cannula; the user also reported an isolated hypoglycemia to the 60s on the first day of use that resolved with food. Symptoms included high blood glucose over several hours and a transient low without loss of consciousness or other acute effects. Outcomes included self-treatment at home with 3 units of rapid-acting insulin for the high and oral carbohydrates for the low, without medical intervention or hospitalization. Investigation included troubleshooting and education on proper supply change and guidance to avoid using meal announcements or extra input as correction, with follow-up confirming glucose levels decreased into the 200s after a meal and larger-than-usual meal announcement. Investigation of this case revealed no device alarms or malfunctions reported, and the event was consistent with user behavior influencing glycemic control, including using meal announcements as a corrective action. It was concluded, based on previously established findings for similar reports, that user-related factors and therapy management practices were the most likely contributors.